Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the front therapy electrodes. The patient reported having eczema and felt that the lifevest and his eczema were contributing to the irritation. During a follow up, the patient reported that his doctor recommended the use of an (B)(6) cream and that the irritation had improved.